Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent davinci-assisted abdominal sacrocolpopexy, cystoscopy with macroplastique periurethral bulking on (B)(6) 2014, due to symptomatic pelvic relaxation, recurrence, and sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent: d and c, covasure ablation, and hysteroscopy due to dysmenorrhea, menometrorrhagia, sui, asthma, and tobacco use. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to mesh migration.

Manufacturer narrative:
It was reported that patient underwent cystoscopy with hydrodistention, bladder installation and pelvic floor trigger point injections due to hypervascular bladder with few petechial hemorrhages on (B)(6) 2015. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient concurrently underwent robot assisted abdominal sacral colpopexy w/boston scientific upsylon y mesh implant on (B)(6) 2014 due to cystocele. No additional information was provided.